Event description:
It was reported that this pacemaker had entered safety mode. Technical services (ts) was consulted because the pacemaker was unable to be interrogated. This pacemaker remains in service. No adverse patient effects were reported.